Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime unit during prime test due to faulty force sensor resistor. Analysis was unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. No cosmetic damage noted.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 533 mg/dl at the time of the incident. The customer reported running high and trying to figure out the insulin pump, it is not delivering the insulin and no alarms or errors. The blood glucose value at the time of admission 400+ mg/dl. The customer had no symptoms. The customer was treated for the high blood glucose level with insulin drip and fluids. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting and the high-pressure test failed. The customers current blood glucose level was 490mg/dl. The insulin pump will be returned for analysis.